Event description:
It was reported that approximately 90 months after a left knee replacement procedure, the patient underwent a revision procedure to prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2540063 02-010-03-0225 - logic cr femoral cem, left sz 2.5, 2667841 204-42-08 - tibial augment block 1/3-sz 2 8mm, 2938355 204-34-08 - fluted stem extension 80l x 14 mm, 3953158 02-012-41-2525 - logic tibia traptray cem sz 2.5f/2.5t, 4118631 200-02-29 - three peg patella 29mm, 4274769 204-70-00 - tibial stem ext. Screw, 53217 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.